Event description:
Patient reported the vibrator on the infusion device has not functioned correctly for the past week and the infusion device displayed an e7 electronic error after the cartridge was changed on (B)(6) 2012. He changed the battery and battery cover, but this was not successful in clearing the error message. The infusion device was not dropped or exposed to water. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.